Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148897.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) had an unspecified issue. The patient was asymptomatic. The rv lead was capped, and a new rv lead was implanted. Further information was not provided.